Event description:
The customer reported that host monitor used for recording patient's vitals host monitor attached to wall mount arm, when pressing latch to adjust arm's position, arm drops with no resistance. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the system wall mount arm drops. The fse readjusted the monitor arm higher to fix the system issue. The philips field service engineer (fse) confirmed the customers device issue and readjusted the monitor arm higher to fix the system issue.